Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Zaidat oo, mueller-kronast nh, hassan ae, et al. Impact of balloon guide catheter use on clinical and angiographic outcomes in the stratis stroke thrombectomy registry. Stroke. 2019;50(3):697-704. Doi:10.1161/strokeaha.118.021126 medtronic received a literature article pertaining to a study aimed to assess stratis (systematic evaluation of patients treated with neurothrombectomy devices for acute ischemic stroke). The study contained 445 patients, 225 male, average age of 68.5 years old. The patients had large vessel occlusion treated with the solitaire stent retriever. In the article 69 patients died by 90 day post procedure.